Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 150mg/dl obtained using the subject device compared to an unspecified reading from an unspecified device (no date provided). This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.